Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. The insulin pump was programmed boluses and monitored, all of the boluses delivered completely and were properly recorded in the bolus history screen. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the up and down buttons was not responding. Customer noticed the anomaly during bolus. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is not returning the device for analysis